Manufacturer narrative:
Device evaluation: the battery was disposed of at the hospital. Resolution and disposition: since the battery was thrown away, no analysis can be performed. The root cause for the battery failure is undetermined.

Event description:
The hospital biomed reported that during installation, they installed the v60 vent battery and it was dead, not working at all. There was no patient involvement.